Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found in back-up vvi mode with no hv therapy available. Due to the patient being on palliative care, the physician elected to not explant the device. There were no adverse consequences to the patient reported.